Manufacturer narrative:
Philips is in the process of obtaining additional information regarding the reported event and the investigation is ongoing. A follow-up report will be submitted upon completion of the investigation. A total of 14 devices are being reported for this hospital. Since not all serial numbers were available at the time of reporting, and to avoid confusing the reports, this is the report for device 3.

Event description:
It was reported the device is having issues with the spo2 measurements not picking up consistently. The spo2 saturation output is randomly lower and then the marks and waves go away. The customer confirmed they are on their 3rd set of cables and the issue is not resolved. The device was in clinical use. There was no report of patient or user harm.